Event description:
A report was received that the clinical patient, a4010 vercise dbs registry, developed a skin lesion at the scar at the ipg site. The patient underwent a revision procedure and is recovering. The event was assessed as possibly related to the procedure and casually related to the device. Additional information was received that the lesion the patient developed was a reddening and thinning of the skin with selective livid discoloration. During the revision, the ipg was placed more caudally. Cultures revealed staphylococcus epidermidis. The patient was administered a 14 day treatment of antibiotic therapy. A2- date of birth:1949.

Event description:
A report was received that the clinical patient, a4010 vercise dbs registry, developed a skin lesion at the scar at the ipg site. The patient underwent a revision procedure and is recovering. The event was assessed as possibly related to the procedure and casually related to the device.